Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during cori assisted tha surgery, when the surgeon got the screen with the acetabluar on it and he resected the neck and once he was ready to collect, the real intelligence cori console showed a message stating: "the application hip7 cup and leg terminated unexpectedly. Do you wish to restart? " and when "no" was selected, it brought back to the original screen where you choose the patient. It was tried to restart the same case and it didn¿t save any information. Surgery was resumed after a non-significant delay by manual procedure. No injuries to the patient were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Hip application log files were reviewed with the software support team. The reported problem could not be confirmed. Cori system log files are required to assess system functionality and they were not provided. Should the system log files become available, the case can be reopened. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with a console software defect. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.